Event description:
The patient reported that shortly after implant the atrial lead dislodged and was repositioned. Follow up was conducted and indicated that when the lead dislodged it fell into the ventricle which caused the patient to go into ventricular tachycardia (vt) and become pre-syncopal. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID a2dr01 implantable pacing lead, implanted: (B)(6) 2013; product ID 5086mri-52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).